Event description:
It was reported that during yearly maintenance a rattling noise was heard in the mobile power unit (mpu).

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a rattling sound within the mobile power unit (mpu) was confirmed during evaluation of the returned unit at the european distribution center. Further inspection of the mpu (serial number: (B)(6) revealed an extra nut, loose within the unit¿s housing. The mpu was functionally tested and found to perform as intended. The loose nut was removed, and preventative maintenance was performed on the unit. The serviced mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was suspected to be related to the manufacture of the device. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2017. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for the equipment, including the mpu. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu for damages. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.